Event description:
The external pulse generator was returned for annual test and calibration. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the display was out of electrical specification. The heart block, battery drawer, upper/lower cases, side bail covers, and ring cover were broken.